Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill notification after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. Blood glucose (bg) level was 45 mg/dl and juice was consumed to address bg level. The customer stated that the bg level was within normal range for the customer. Reportedly, a cartridge change was performed to address the issue.